Event description:
In the surgery I encountered fracture of the acetabular liner. This appeared to have occurred at the locking ring. There was metal transfer onto the ceramic femoral head and evidence that the ceramic femoral head had been rubbing on the interior of the acetabular shell. I did not observe any mal positioning of the components which would explain the fracture of the acetabular liner. Similarly, patients x-rays demonstrate well fixed components with good alignment. In the surgery, I elected to revise the acetabular component which had been damaged by the rubbing of the ceramic femoral head. The ceramic femoral head itself did not demonstrate any shipping or fracture and the existing acetabular shell and existing femoral stem were both well fixed. Reference report #mw5147628, #mw5147629.